Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa. The devices were removed from the patient and the physician noted via transesophageal echocardiogram that there was a thrombus on the right side of the septum. Tee also showed that there was a left to right shunt. There was no additional intervention or treatment that was performed for this patient. The patient did well following these events and has since been discharged from the hospital.